Event description:
The customer reported that the telemetry mainframe failed and while attempting to connect a dnr patient to alternative methods of monitoring, the patient expired.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.